Event description:
On the seventh day after treatment, the patient reported skin lesions. Following a medical examination, a viral infection is suspected. Patient was prescribed cefixoral and diflucan to prevent infection.